Event description:
New information notes externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted.

Event description:
It was reported that a patient presented to the clinic for a routine follow up, high capture threshold and high lead impedance was observed. Plans are to replace and cap the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.